Manufacturer narrative:
Dealer alleged the joystick quit working and had a burnt smell. No injury is alleged. As with any electronic device, electronic component failures occur as one did in this joystick. However, a component failure of the joystick is contained internally within the metal housing of the joystick. During a component failure event, the joystick likely emitted an odor for a brief time. Product was in use for approximately 1 year with no complaints. Maintenance history is unk. Dealer has been contacted several times for return of product for an eval. Dealer has not responded. A more thorough analysis would require product return. Cause of incident is unk. MDR filed solely on dealer's statement of a burnt smell.

Event description:
The dealer alleges, the joystick quit working and has a burning smell. No injury is alleged.